Event description:
It was reported that the patient underwent a stenting procedure in the mildly calcified left internal carotid artery with placement of a carotid stent. During the procedure, the patient experienced hypotension. No treatment was provided and the patient was asymptomatic. The patient was discharged to home and the hypotension continued upon discharge. No additional information was provided.

Event description:
Subsequent to the final medwatch report filed on (B)(4) 2012, additional information was received which indicates that the patient's hypotension resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin, clopidogrel, aspirin. Embolic protection: accunet. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.